Event description:
It was reported that during the venous cannulation, the radiofrequency electrode allegedly felt out of it's mounting. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023). Device pending return.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The toe of the electrode of the returned venous catheter was dislodged from its housing. The electrode was also bent and deformed. Therefore, investigation is confirmed for the device dislodgement issue. The root cause for the reported device dislodged issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq 4f endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications target vessels < 2mm in diameter. Warnings 1. The wavelinq 4f endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur packaging the wavelinq 4f endoavf system is supplied sterile and intended for single use only. Catheters are considered sterile only if the pouch is undamaged and unopened. The outer surfaces of the carton and pouch are non-sterile and must not be placed in the sterile field. Open the pouch using aseptic techniques so that its inner contents are delivered to the sterile field. The wavelinq 4f catheters are sterilized with ethylene oxide gas. Storage store the wavelinq 4f endoavf system in a cool, dark, dry place. Do not expose to organic solvents, ionizing radiation, or ultraviolet light instructions for use inspection prior to use 1. Before removing the wavelinq 4f endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq 4f endoavf system. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the venous cannulation, the radiofrequency electrode allegedly felt out of it's mounting. There was no reported patient injury